Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, no rubber cap was found attached to the product. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: h6 conclusion codes: updated device evaluation: one device and 2 photos were submitted for investigation. Visual analysis confirmed the complaint. Based on the analysis performed on the unit returned by the customer the root cause for the failure, missing component, was caused by a failure to properly follow work instruction. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. An awareness notification has been issued by the quality engineer to notify the production personnel about the importance of adhering to the procedures.